Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. This is 1 of 2 vague adverse events with dka and hospitalization the patient reported. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported that the cgm values were inaccurate. At the time he used an omnipod insulin pump in modified closed loop and the dexcom mobile app. No specific symptoms were provided. No corresponding bg and cgm values were specified. He was transported to the emergency room (ER) and admitted to the hospital for unspecified treatment of diabetic ketoacidosis. He remained at the hospital more than 24 hours. At the time of the initial call with the tech support representative on 06/04/2026 the call was disconnected. After several attempts to contact the patient were unsuccessful, contact was made in a follow-up call by tech support on 06/05/2026. At that time clarification of event details was requested. He indicated he was unwilling to provide any other information for either event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.